Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a skin reaction at the sensor insertion site that required medical intervention. The sensor was inserted into the abdomen on (B)(6)2019. The patient reported she never had a reaction with the g5 sensor but has had reactions with the g6 sensor. The patient was evaluated by her physician. The event occurred ten days after the sensor had been inserted. At the time of contact, the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.